Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. The most probable cause of the complaint is d15, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing the subject device had the tip broken. There were no reports of patient involvement.